Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, a left ventricular lead was attempted, but there was either no capture or very high threshold with phrenic nerve stimulation. The lead was not used. No patient complications have been reported as a result of this event.